Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2 related manufacturer reference number: (B)(4). It was reported the patient was unable to increase amplitude for stimulation due to high impedances on one of the patient¿s leads. To address the issue, the physician revised the patient¿s lead on (B)(6) 2019, which resolved the issue. It is unknown which of the two leads is liable, therefore both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated one lead was found to have migrated and both leads were explanted and replaced during the (B)(6) 2019 procedure.